Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager dilated the lesion the first time at 8 atm and the second time was 10 atm. During the third inflation, the balloon ruptured at 12 atm. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Balloon ruptures can be affected by balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this is not a manufacturing deficiency, balloon catheters are 100% leak tested online and a sampling are rupture tested before release. Possibly interaction with the lesion/anatomy during the inflations prior to the balloon rupture resulted in damage/weakening of the balloon material. A conclusive cause for the reported balloon rupture could not be determined.